Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to an occlusion event on (B)(6) 2026. The blockage was in the tubing. No further information available.